Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-implant device check, diaphragmatic stimulation was observed as a result of high lv capture thresholds. The lv lead was programmed off until the patient presented in the or to undergo an lv lead revision. The physician successfully repositioned the lv lead, yielding lower capture thresholds and no diaphragmatic stimulation. The patient was stable throughout the procedure, and will continue to be monitored.

Event description:
The reported lv lead was repositioned on (B)(6) 2018.